Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 04feb2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: conclusion of phenomena 1 and 2: the repair department inspected the device and could confirm that the "water supply nozzle clogging" indicated by the customer had been reproduced. Based on the information obtained from this complaint and the investigation results, it can be confirmed that a leak defect has occurred in the device. Therefore, it is assumed that the reprocessing could not be completed normally and foreign objects may have remained in the product. Conclusion of phenomenon 3: this phenomenon was newly identified from the inspection by the repair department. Based on the information obtained from this complaint and the investigation results, it can be confirmed that a leakage failure has occurred in the device. Therefore, it is assumed that the reprocessing could not be completed normally and foreign objects may have remained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the us-scope exhibited residual fluid or foreign objects come out of the suction port of the scope connector. There was no patient involvement.